Manufacturer narrative:
H6: investigation summary customer complaint alleges false positives on their bactec fx 441385 sn: ft9245. After further communication with bd support the customer would like to cancel the complaint and monitor internally. This is an unconfirmed complaint. Device history review is not applicable as this does not allege an early life failure, and no samples were returned for analysis. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory subculture performed and there was no growth. There was no report of patient impact. The following information was provided by the initial reporter: the customer is seeing false positives from the instrument and is looking to see if there is an issue with the instrument.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained. Confirmatory subculture performed and there was no growth. There was no report of patient impact. The following information was provided by the initial reporter: the customer is seeing false positives from the instrument and is looking to see if there is an issue with the instrument.